Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H11: manufacture narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim #: 434850

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced elevated iop 36 mmhg without pupil block and angle closure. The lens tear/break during injection/delivery into the eye. Patient contact no patient injury. The cause was reported as device, "lens tore". Lens exchange with a same length lens and the problem resolved.

Manufacturer narrative:
G2- report source: distributor/importer is not applicable. B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced elevated iop 36 mmhg without pupil block and angle closure. The lens tear/break during injection/delivery into the eye. Patient contact no patient injury. The cause was reported as device, "lens tore". Lens removed and replaced intraoperatively with a same length lens and the problem resolved. Manufacture narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).